Event description:
It was reported that post eluvia implant, events of restenosis including thrombus, target lesion revascularization, and amputation were observed. A multicenter, prospective, observational study was performed to compare two drug- eluting stents (des): non-boston scientific zilver ptx and eluvia drug-eluting vascular stent for treating femoropopliteal lesions. Overall, 104 limbs were treated with eluvia at 8 japanese hospitals between february 2019 and september 2020 during endovascular therapy procedures. In the 104 limb eluvia group, vessel preparation and post-dilatation were performed in 101 (97.1%) and 104 (100%) limbs, respectively. The kaplan meier estimates of primary patency at 12 months were 88.1% for eluvia. Freedom from clinically driven tlr rates were 90.9% for eluvia. The estimated 12 month secondary patency rate was 97.6% for eluvia. In the eluvia group, occlusive restenosis occurred in 6 cases in 1 year, accounting for 60.0% of all restenosis. However, stent thrombosis occurred in 4 cases in 1 year (3.8%), which accounted for 40.0% of all restenosis. Nonocclusive restenosis accounted for 40.0% of all restenosis. Amputation-free survival was 80.3% in the eluvia group (p=0.081). The 1 year occurrence of major amputation was 1.0% in the eluvia groups (p=0.514). All cases of amputation were classified as rutherford category 5.

Manufacturer narrative:
B3: date of event: estimated based on patients were treated between february 2019 and september 2020. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Article citation: shibata t, iba y, shingaki m, yamashita o, tsubakimoto y, kimura f, hatada a, kasashima f, ueno k, nakanishi k, morishita k, nakajima t, nakazawa j, ohkawa a, hosaka I, arihara a, tsushima s, kawaharada n. One year outcomes of zilver ptx versus eluvia for femoropopliteal disease in real-world practice: realdes study. J endovasc ther. 2025 apr;32(2):490-497. Doi: 10.1177/15266028231179861. Epub 2023 jun 8. Pmid: 37291881.